Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-16, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing ¿settings not available¿ on their controller screen. On the call the patient checked the ins charge level and it was at 100 percent. The caller only had on group available, group a, so changing to a different group for troubleshooting could not be done. Resetting the controller was done but the screen did not resolve. The patient was redirected to follow-up with their healthcare provider (hcp) for possible reprogramming. The patient indicated that their hcp was far away so the national answering service number was provided to give to an hcp closer by. An email was also sent out to the local reps on the patient¿s behalf. The event occurred on (B)(6) 2019. No further complications were reported/anticipated. On 2019-aug-20, additional information was received from a manufacturer representative (rep) reporting that they called the patient on (B)(6) 2019. They stated that their counterpart was going to be meeting with the patient tomorrow to figure out what was going on. It was indicated that an update would be sent after they met with the patient. No further complications were reported/anticipated. On 2019-sep-05, additional information was received from a manufacturer representative (rep) reporting that they met with the patient on the 21st. It was reported that they had high impedances of greater than 36 ,000 ohms on contacts 14 and 15. The rep was able to program around the contacts and provide them with coverage they were happy with. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedance issue was not determined. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.